Event description:
Boston scientific received information that this tachycardia right ventricular (rv) lead was not giving therapy when needed. This rv lead would undergo a revision. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.